Event description:
Customer reported the alarm had no power. The exact date of occurrence is unknown. There was no patient incident or injury reported.

Manufacturer narrative:
Results: the reported issue was not confirmed regarding the alarm having no power. Evaluation revealed an issue with the sensor sending false alarms due to a faulty sensor. Additionally when weight was removed from the sensor the unit does not send a signal to activate the red led at the nurse call test fixture. Visual inspection revealed cracks on every corner of the unit, scuff marks and scratches on the top and bottom enclosures, bent battery, exposure to moisture, hair and glue residues at the top enclosure and pins inside the sensor receptacle were bent. Both the sensor and nurse call receptacles were found to be faulty. The faulty receptacles were replaced with known working receptacles, which resulted in the alarm functioning to specifications. The device has been in service for four years. The unit passed all other functional testing. Due to the device being in use for four years, signs of wear and tear were a contributing factor; therefore, no corrective or preventative actions are necessary at this time. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).